Manufacturer narrative:
A DHR review was performed and found no issues that are related to the failure.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-05072 for a description of the other device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. The patient age was reported to be over (B)(6) years. According to the complainant, during the procedure, the mesh carrier was deployed into the patient's right side but would not remain anchored within the obturator internus muscle. It was reported that the patient had "very weak tissue". The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".